Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter reverted to the settings mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at approximately 5:00 pm. The patient stated that he manages his diabetes with pills (glipizide), diet and/or exercise. The patient denied making any changes regarding his diabetes management due to the alleged issue. Approximately 4 days after the start of the alleged issue, the patient reportedly developed a headache, felt weak and sweaty. The patient claimed that there was no treatment provided due to the symptoms. At the time of troubleshooting, the cca noted that the alleged issue was resolved with proper instruction. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.